Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has a cardiac resynchronization therapy pacemaker (crt-p) as well. Technical services (ts) was consulted, discussed larger qrs causing oversensing, and possible changes in concomitant device leading to changes in paced morphology and oversensing. Upon review, the crt-d report was noted some questionable loss of capture on both the right ventricular (rv) and left ventricular (lv) channels, which maybe causing maybe causing changes to paced morphology and oversensing. Ts recommended bringing the patient in for testing of both implants and see if they can address capture anomaly with concomitant device. This crt-p remains in service and no adverse patient effects were reported.